Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated that upon removal the tampon unraveled, and pieces remained inside. When she was able to remove the tampon she was sore and her vagina was burning. Consumer called the emergency room and spoke to the nurse on call. They advised her to buy otc to treat the irritation and swelling. She also had another tampon that was stuck in her vaginal canal, she soaked in the shower and was able to remove it.